Event description:
While using a byte night aligners, patient reported that the aligners broke their k9 tooth. The patient was examined by their dentist and found to have increased generalized sensitivity, tmj disfunction, and incidences of pulpitis due to occlusal trauma as well as increased areas of recession where thin biotype is present since beginning treatment with byte. For these reasons, it is recommended that the patient discontinue treatment with byte. If patient wishes to continue or restart aligner therapy, it is recommended that they pursue treatment with an orthodontic provider so that they can visit for in-person evaluation and treatment appointments.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.